Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that while on dialysis, the patient had a large cough and the freedom driver exhibited a fault alarm. There was no reported adverse patient impact. The customer also reported that the patient was switched to the backup freedom driver.

Manufacturer narrative:
Two fault codes were recorded in the driver's alarm history file; one code can occur as a result of battery exchange; the other code can occur as a result of the driver switching operation to the secondary motor. Additional testing did not produce any new permanent alarms. Visual inspection of external components found cosmetic damage indicative of rough handling. Fan cover, display cover, and front housing were cracked. Cpc connectors were wrapped in colored tape; leak testing was performed and confirmed there were no tears in the drivelines. Tape was most likely used to prevent the zip ties at the driveline to connector junction from snagging or catching on other objects. Visual inspection of internal components found the secondary motor out of the default position indicating the driver switched operation from primary to secondary motor. Scotch yoke is broken, dark, powdery debris was noted on main pcba, the speaker ribbon cable, and scattered around both motors and along the top of the pca. Light scuff mark noted on top right of motor cut-out indicating impact between primary motor and main pcba. Green liquid stain found in bottom of rear driver housing. Oily substance found on the interior drivelines between the clamp, and the strain relief. Incoming functional testing was performed and despite the broken scotch yoke, the driver was able to operate on the primary motor. Driver passed functional testing. A low-pitched squeaking noise was noted during testing. Both motors were tested for mobility because of the debris observed. The secondary motor was noted to have some friction but both motors operated properly on the test fixture. The root cause of the customer-reported fault alarm could not be conclusively determined. Alarm history data review confirmed the driver experienced a permanent fault alarm but no device malfunction that would have caused the alarm could be identified. Despite the broken scotch yoke, the driver was able to operate on the primary motor and no alarms occurred during functional testing. The investigation identified extensive external and internal damage to driver components including a broken scotch yoke on the piston cylinder assembly, broken boss housings in the drivers' front housing, and cracks in the fan and display covers as well as oily residue on the interior drivelines and a green residue on the inside of the back housing. Damage is indicative of rough handling. It is known that an impact shock can cause the driver to switch from operation on the primary motor to operation on the secondary motor. The broken scotch yoke, and abrasions on the primary motor and main printed circuit assembly are all indicative of component contact. However, it cannot be concluded when this occurred as the driver was able to operate on the primary motor during testing, despite the broken scotch yoke. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5331 (B)(4) follow-up report 1.